Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient presented with weakness on the left side of the body and loss of the ability to speak. A head computed tomography (CT) scan was performed which revealed no abnormalities and the patient's symptoms resolved within hours. It was reported from a member of the medical staff that the event was diagnosed as a transient ischemic attack (tia). Therapeutic center does not believe the reported event was related to the device. The device was not returned for evaluation as it remained implanted. Neurological dysfunction is known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year after hvad implantation this patient was hospitalized for a cerebrovascular accident. The patient "collapsed during car driving" and subsequently developed left body side weakness and inability to speak. Patient was admitted to the stroke unit and a computerized tomography scan was performed. Scan showed no intracerebral bleeding or ischemic area. One day after the reported event the patient had "completely recovered" and the doctor noted the event was not a stroke but likely a transient ischemic attack and a "known complication" of the therapy.

Manufacturer narrative:
The device was used for treatment. The pump remains implanted.

Manufacturer narrative:
Additional information received indicated: a review of the pump's manufacturing records indicated there were no ncmr's generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient ;there is no record of previous servicing for this patient. Log review performed on (B)(4) 2014: alarm files did not reveal any alarms were logged around the event date of (B)(4) 2014. Logs indicate power consumption and estimated flow to be within the normal operating range. No additional information relevant to the reported event noted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.